Event description:
It was reported that the ball hex reamer driver was fractured during a procedure. No patient impact was reported. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. Visual examination of the returned product identified the driver shows signs of use as well as wear and tear. There are scratches and knicks on the connecting feature. The shaft of the device also has scratches from use. The ball tip has fractured from the shaft of the driver. All pieces were returned. The features of the fracture surface visually align with a torsional overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.